Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) was unable to provide ventricular output. The epg was returned for repair. There was no patient involvement.